Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 5.4, lab: 3.1; date: (B)(6) 2011, inratio: 5.0, lab: 3.8; date: (B)(6) 2011, inratio: 5.6, 6.0, lab: 3.3, 3.3. Pt's therapeutic range: 2.5-3.5 inr.